Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient receiving unknown drug via an implanted pump. The indication for use was intractable spasticity and spinal cord injury/spinal cord disease. It was reported the patient had a pump recently implanted and it appeared the catheter was never intrathecal. It was noted the patient was on a concentration of 2000 mcg and the healthcare provider needed to change the dose to 500 mcg. The patient's pump and catheter were going to be emptied. During the case the hcp will do 2 bolus doses to get the drug out of the catheter. The catheter volume was 0.199. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2018. The initial reporter was specified, and it was noted that the patient's weight was unknown. It was further noted that the catheter was replaced and all was great.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving baclofen (2,000 mcg/ml, unknown dose). On (B)(6) 2018, the rep reported they were in the operating room for an emergency case. The rep stated that the catheter had migrated out and the healthcare professional (hcp) was going to fix that and change the drug concentration. The rep requested assistance on removing the old drug from the pump tubing. The rep called back and stated that they changed the drug concentration from 2000 mcg/ml to 500 mcg/ml and a back table prime was done of 0.3 mls for 19 minutes. They implanted a new 8780 and trimmed 16 cms. The patient information was provided. The dose of the patient's medication was believed to be 100mcg. The cause of the catheter was unknown as the surgeon has never had a catheter come out of its space. The reason for the drug concentration change was that you cannot started a new pump at 200mcg. It was noted the patient was not getting drug. The explanted catheter will not be returned as it was not defective. The patient experienced relief symptoms. When asked when the event occurred, it was noted "not sure if even in intrathecal space." No further information was provided.